Manufacturer narrative:
The device was received for evaluation. Sample was received inside a ziplock biohazard bag and was contaminated with blood. Visual inspection revealed that the tubing was burst. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the large bore IV loops of clearlink luer activated valve tore during injection of CT contrast. There was no patient injury or medical intervention associated with this event. No additional information is available.